Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they wanted to do a MRI of the brain since they had an infection that affected their memory (not related to the implanted device). The pt had not seen the hcp since a staph infection and a strep infection where they had to put pumps in their back to get the infections and IV for 60 days it seems like. Caller noted right after they put a pencil lead in they had a surgery where they had an infection requiring IV antibiotics. The infection they had in their back was after the new pencil leads in their back; caller had no idea if it was related to the ins and it happened right after the ins was put in.